Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned for analysis and was thoroughly inspected and analyzed. Testing was completed to assess lead electrical performance, and measurements were within normal limits. Visual inspection revealed surface abrasions through the insulation webbing and was exposing the rate sense coils approximately 52cm from the terminal end. This type of damage was consistent with a compressive stress from lead on lead contact, and was likely the result of the low pacing impedances reported from the field. 3191 code was used to denote surgical intervention.

Event description:
This report is being filed with analysis details.

Event description:
It was reported that during the right ventricular (rv) lead revision for low pacing impedances less than 200 ohms, the right atrial (ra) lead was accidentally dislodged. Both leads were explanted and replaced, and were also returned for analysis. No additional adverse patient effects were reported.